Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy, the sureform 45 stapler instrument malfunctioned; the blade would not retract. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred when the sureform 45 stapler instrument was inserted into the patient's anatomy. The customer was unable to get the instrument to work so it was removed. The instrument never came in contact with tissue only inserted. There were no fragments or harm to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting the blade would not retract, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 green reload was analyzed and found to have the knife exposed within the knife track. The reload was found to have a firing failure. Log review showed that this reload was fired partially. Additional observation not reported was the knife of the reload was found with an indentation to the blade edge. Failure analysis found the additional failure of blade damage to be related to the customer reported complaint. It appears the knife blade was chipped at the peak of the blade. Material appeared to be missing, approximately 0.05" x 0.03" in size.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Further investigation confirms initial findings from failure analysis. The sureform 45 green reload was found with an exposed blade. Forward progress of the knife down the reload aligns with the procedure logs, which show there was a firing failure the third firing in the procedure. The firing was ~81% completed with a peak firing force of 661 n. Reload was disassembled for visual inspection, which confirms a large fracture of the reload blade at the tip. The fractured portion of the blade is missing and was not returned with the reload. Additional observation includes cartridge damage along the length of the t-slot, proximal to the blade stopping point. There was cartridge damage observed on both sides of the reload at the proximal end, indicating an obstruction was caught in the track before or shortly after firing initiation. The reload shuttle was inspected and no damage was found; however, fragments of the cartridge were observed around the knife seat. Any cartridge fragments would be retained by the reload cover and channel of the stapler. Damage to the blade and cartridge, as well as the incomplete firing, suggest that there was an obstruction in the firing path, such as a previous staple line, or there were staples that became lodged within the stapler jaws during a previous fire.